Event description:
It was reported that loss of sensing was observed on the right atrial (ra) lead. Diagnostic imaging was performed and confirmed that the ra lead and right ventricular (rv) lead were reversed in the header. Additional surgery was performed to resolve the event and the patient was stable. There were no adverse consequences. Related manufacturer reference number: 2017865-2022-05666.

Manufacturer narrative:
Additional information was requested but was not available.